Event description:
It was reported that a 6mm amplatzer septal occluder was chosen for implant on (B)(6) 2022. During the procedure, in an attempt to deploy the device, the occluder present with a cobra shape deformation. Still connected to the cable, the device was removed. A new 6mm amplatzer septal occluder was successfully implanted. It was noted that there was a 15 delay in the procedure that was not clinically significant. The patient remained stable, no adverse events reported. The patient was discharged the same day.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received on 16 april 2022. It was reported that there was no device restraints by anatomical structures. The occluder was not larger than recommended by the delivery sheath size. There was no angulation or kink in the delivery system. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No indication of a lot related issue was found. The cause of the reported event could not be conclusively determined.